Manufacturer narrative:
The incident unit was returned to the service center for evaluation. The customer reported condition was confirmed. The investigation found that the c136 capacitor on the bipolar isobloc voltage circuit was faulty and the c142 capacitor on the monopolar 2 isobloc voltage circuit was faulty. The investigation isolated the failure to the c136 and the c142 capacitors, but a root cause was not identified. The probable root cause was found to be the c136 and the c142 capacitors. The c136 and the c142 capacitors were replaced to address the condition and the cr38, cr39, cr40, and cr41 diodes were also replaced as a preventive measure prior to the return of the unit to the customer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that when the forcefxc unit was activated and then deactivated the unit would reactivate all by itself and would not shut off until the unit was powered off using the power switch. The unit was swapped out with a similar unit to complete the procedure. There was no patient injury reported. No additional information was provided.